Event description:
The laparoscopic harmonic handpeice was being used throughout a gastric bypass procedure. A small piece of one side of the harmonic instrument's jaws was noticed lying on top of the patient's abdomen. It was promptly taken off the field and replaced with a new one. The broken handpeice was sent to risk management.